Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was delivering insulin on its own. Reviewed the bolus history, and there were boluses recorded in the bolus history. Although it was explained to the customer that there is no way the insulin pump could deliver boluses on its own, the customer insisted on getting the insulin pump replaced. Nothing further was reported.